Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. On (B)(6) 2014, the inratio inr was 2.5 (midday). Reportedly, the meter was not in the correct mode when the finger stick was performed and multiple finger sticks was performed on the same finger. The pt's therapeutic range was 2.5 - 3.5. Approximately six (6) hours later, a laboratory inr was performed as part of the pt's scheduled appointment, and was 11.5. The pt was hospitalized and warfarin was held for two (2) days. On (B)(6) 2014, the morning laboratory inr was 5.7 and the evening laboratory inr was 4.7. The pt was discharged from the hospital the evening of (B)(6) 2014. There was no additional info provided.

Manufacturer narrative:
Investigation pending.